Event description:
Same event as MFR #: 2030404-2012-00254, 00255, 3005188751-2012-00251. It was reported after a left ventricular ablation procedure, a cardiac tamponade occurred. The physician approached the left ventricle by going retrograde through the aorta. Mapping and geometry was done in the left ventricle with a livewire ep catheter. Ablation was done in the left ventricle with a safire duo irrigated ablation catheter which had an occlusion error after the first ablation on the irrigation pump, which was checked by flushing the irrigation line but the alarm remained. That was then exchanged for a therapy cool flex ablation catheter which kinked and knotted, noted on fluoroscopy. After it was manipulated, the issue was resolved. A second safire duo catheter was then used but also had an occlusion error displayed. The catheter was removed from the patient and flushed outside of the patient, but the pump alarmed again. The physician noted the catheter lost the full range of steerability. A new catheter was used and the procedure was completed. Approximately two hours post procedure, a cardiac tamponade was detected. A pericardiocentesis was done and no further treatment was necessary. Additional information was requested but was unavailable.

Manufacturer narrative:
(B)(4). One safire blu duo bi-directional me 7f catheter was received for complaint evaluation. Visual inspection revealed the shaft had slight wavy appearance. The catheter sensor connector was within the specification. The catheter steering mechanism was functional; it was deflecting on both directions but didn't work as per requirement. The catheter created and held a curve in each direction; however, the curves did not match the required template due to the waviness of the catheter shaft. Also during deflection, the waviness of the shaft increased. The catheter's steering force increased and exceeded the specification. The catheter failed the ablation stimulation test. During priming test, the pump alarmed with 'occl' display. The catheter tip was visually inspected under a microscope; all irrigation holes were found open with no blockage and no nonconformity. A guide wire was used to verify the location of the occlusion by inserting it through the hemo hub and threading it towards the tip of the catheter. A blockage was detected approximately 16.5 cm from the catheter distal tip. The catheter shaft was dissected at this location; the fluid lumen was found to be twisted causing the occlusion to the saline flow. This resulted in an occlusion alarm during priming. The complaint was confirmed. The catheter did not show stiffness during use. It deflected normally. Review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. The most probable root cause classification is anticipated procedural complications as cardiac tamponade is a known physiological effect of the procedure and is noted within the IFU.